Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via (B)(6). Review of transmissions revealed oversensing on the implantable cardiac monitor. The patient presented to the clinic the same day and programming changes were made to resolve the issue. The patient condition was stable.